Event description:
The complainant alleged that during an attempt to monitor a male pt complaining of shortness of breath and chest pains, the device displayed a "status 7" message. The clinician were able to obtain another device. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction. Subsequent to the event, during biomed evaluation of the device, the device displayed "defib fault", "cannot dump" message, "status 66", "status 7", "status 97" and then the screen blanked.